Event description:
There was an allegation of questionable elecsys cea results for 1 patient sample on a cobas e 411 analyzer. The initial result was 10.81 ng/ml with a data flag. The result was reported outside of the laboratory. The sample was repeated due to the customer being aware of previous results for the patient. The repeated results were 2.03 ng/ml, 1.94 ng/ml, 2.02 ng/ml, and 1.93 ng/ml. An amended report was sent with the result 1.9 ng/ml. The reagent lot number is 57044400. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service representative changed the measuring cell, drained the measuring line, and reset the cell counter. He fitted new sipper tubes and sipper nozzles. He performed system volume checks, voltage checks, blank cell calibration, and artificial media tests which passed. Qc passed and the instrument was performing within specifications. The investigation determined the service actions resolved the issue.